Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer¿s blood glucose level. Customer technical support provided information and assistance to reset the pump, and after the reset, the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if any issue reoccurred.